Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-08235 and 2134265-2017-08419. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) due to ami (acute myocardial infarction). The 100% stenosed target lesion was located a coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. The image appeared, however automatic pullback failed. The procedure was completed with another with the same device. No patient complications were reported.